Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and reservoir had leak. The customer¿s blood glucose level were 283 mg/dl. Trouble shooting was performed for reservoir leak. Customer stated that there was condensation in the reservoir window. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir does not leak. Also performed a visual inspection and found no physical or cosmetic damage. (B)(4).